Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 28-mar-2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 28-mar-2023 listed on smartsolve. Dailytotalofallinsulindelivered = 14.4 dailytotalofbasalinsulindelivered = 7.3 dailytotalofbolusinsulindelivered = 7.1 (B)(6) 2023 01:20:50.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 5.6 bolusamountdelivered = 5.6 (B)(6) 2023 03:06:34.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.5 bolusamountdelivered = 0.5 (B)(6) 2023 03:43:31.000 normalbolusdel bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 1 bolusamountdelivered = 1 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There were no unexpected pump errors/alarms noted 1 week prior to the event date 28-mar-2023 in the formatted history file. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose of 550mg/dl. Troubleshooting was performed. The customer reported nausea, vomiting, abdominal pain, difficulty breathing, and tiredness/weakness as symptoms. It was found that the customer was using the pump within 48 hours of the reported event. The auto-mode/smart guard feature was not active. The customer had been treated for high blood glucose with a manual injection/insulin pen and was hospitalized. It was stated that the customer was alleging that the pump was under-delivering as the blood glucose went up and was slow to come down. No further patient complications were reported. It was unknown if the customer will continue the use of the insulin pump. The product will not be returned for analysis.